Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's left lead had high impedances that were caused by a kink in the lead. Fluro imaging confirmed the issue. The lead was explanted and replaced during a surgical intervention to address the issue. Therapy was restored post-op.